Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected to be returned for evaluation.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 243 mg/dl (instant) and 96 (performa nano).